Manufacturer narrative:
Result: the main and auxiliary power cord were missing the power cord plug ground prongs.

Event description:
It was reported by service report that the power cord and auxiliary power cord were damaged. It is unk if there was pt involvement or if adverse consequences to report.